Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that between 0800-1000 they only got two (2) tachy alarms for 159>150***on bed p3015a, and felt there should have been more. No patient incident was alleged.

Event description:
The customer reported that between 0800-1000 they only got two (2) tachy alarms for 159>150***on bed p3015a, and felt there should have been more. The device was in use on a patient. There was no report of patient or user harm.